Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited several low impedance measurements and increasing capture. The lead was capped and replaced. The patient tolerated the procedure and was in stable condition.